Manufacturer narrative:
05-mar-2026: follow-up report is submitted with updated information. D1 - updated. D4 - updated. Up to date the clinic remained non-responsive to inmode's requests to provide the relevant clinical information and no photos/clinical form have been received. Due to clinic's non-responsiveness, inmode could not inspect the device and no retraining was scheduled. Although the reported description most probably corresponds to a transient neurapraxia, due to lack of information the exact root cause cannot be established. This report is submitted in compliance with FDA regulations at 21 cfr part 803 and should not be considered to be an admission that any inmode product is defective or caused serious injury.

Event description:
A treatment provider reported of a female patient with "a nerve affected under her mouth" following treatment with quantum 10. According to the provider "it's been several weeks. "

Manufacturer narrative:
Up to date the clinic remained non responsive to inmode's requests to provide additional information and no photos/clinical form have been received. Investigation is ongoing and supllementary report will be submitted once additional information becomes available.

Event description:
A treatment provider reported of a female patient with "a nerve affected under her mouth" following treatment with quantum 10. According to the provider "it's been several weeks. "